Event description:
The customer received an out of range control result on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New strips, meters and control were sent to the customer.